Event description:
It was reported that the pacemaker exhibited diagnostic anomaly. No intervention or patient condition was reported.

Manufacturer narrative:
Further information was requested but not received.